Event description:
The customer reported a failure to discharge during a pt event. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The device was evaluated by the hospital biomed. The device passed all testing and the symptom was not duplicated. The biomed identified the issue as the users had pressed the sync button which caused the symptom. The device passed all testing and was returned to service. The symptom was the result of a user error. There was no malfunction of the device.